Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5036597) on 12-sep-2014. The most recent information was received on 25-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain all over/ pain") and urticaria chronic ("chronic hives") in a 24-year-old female patient who had essure (batch no. A45112, a69938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right tube would not take the coil after 2 attempts with 2 different devices". The patient's past medical history included morbid obesity, anxiety, asthma, eczema, uterine bleeding and acid reflux (oesophageal). Previously administered products included for an unreported indication: advair diskus. Concurrent conditions included allergy to metals, carpal tunnel syndrome, chronic lumbago, sebaceous cyst, insomnia, post-traumatic stress disorder, umbilical hernia, herpes zoster, tenderness, skin disorder, nipple discharge and chronic cervicitis. Concomitant products included anabolic steroids, diphenhydramine hydrochloride (benadryl) and i.v. Solutions for allergy to metals, medroxyprogesterone acetate (depo-provera) from 2009 to 2014 for menstrual cramps and contraception as well as fluticasone, hydroxyzine and venlafaxine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria chronic (seriousness criterion medically significant), hypoaesthesia ("hands and feet are numb"), weight increased ("weight gain"), the first episode of allergy to metals ("nickel allergy I previously had warnedmy ob of this allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of allergy to metals ("metal reactions"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problem"), abdominal pain ("abdominal pain"), facial pain ("facial pain") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced trigeminal neuralgia ("trigeminal nueralgia"). In 2018, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced blood pressure decreased ("blood pressure was 80/40"), palpitations ("heart continued to race") and rash ("rashes that werelike burns"). The patient was treated with surgery (removal of essure, hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, blood pressure decreased, palpitations, hypoaesthesia, weight increased, dysmenorrhoea, the last episode of allergy to metals, migraine, headache, trigeminal neuralgia, seizure, abdominal pain, facial pain and rash outcome was unknown, the urticaria chronic and tooth disorder had resolved and the fatigue was resolving. The reporter considered abdominal pain, blood pressure decreased, dysmenorrhoea, facial pain, fatigue, headache, hypoaesthesia, migraine, palpitations, pelvic pain, rash, seizure, tooth disorder, trigeminal neuralgia, urticaria chronic, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: when she woke up she was advised that they only took one coil - the left tube. The right tube would not take the coil after 2 attempts with 2 different devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, weight gain, nickel allergy". Lot number: a45112 man date: 2012-08 exp date: 2015-08 . Lot number: a69938 man date: 2012-11 exp date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain all over/ pain") and urticaria chronic ("chronic hives") in a 24-year-old female patient who had essure (batch no. A45112, a69938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right tube would not take the coil after 2 attempts with 2 different devices". The patient's past medical history included morbid obesity, anxiety, asthma, eczema, uterine bleeding and acid reflux (oesophageal). Previously administered products included for an unreported indication: advair diskus. Concurrent conditions included allergy to metals, carpal tunnel syndrome, chronic lumbago, sebaceous cyst, insomnia, post-traumatic stress disorder, umbilical hernia, herpes zoster, tenderness, skin disorder, nipple discharge and chronic cervicitis. Concomitant products included anabolic steroids, barium sulfate (fluid) and diphenhydramine hydrochloride (benadryl) for allergy to metals, medroxyprogesterone acetate (depo-provera) from 2009 to 2014 for menstrual cramps and contraception as well as fluticasone, hydroxyzine and venlafaxine. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria chronic (seriousness criterion medically significant), hypoaesthesia ("hands and feet are numb"), weight increased ("weight gain"), allergy to metals ("nickel allergy I previously had warnedmy ob of this allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("metal reactions"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problem"), abdominal pain ("abdominal pain"), facial pain ("facial pain") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced trigeminal neuralgia ("trigeminal nueralgia"). In 2018, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced blood pressure decreased ("blood pressure was 80/40"), palpitations ("heart continued to race") and rash ("rashes that werelike burns"). The patient was treated with surgery (removal of essure, hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, blood pressure decreased, palpitations, hypoaesthesia, weight increased, dysmenorrhoea, hypersensitivity, migraine, headache, trigeminal neuralgia, seizure, abdominal pain, facial pain and rash outcome was unknown, the urticaria chronic, allergy to metals and tooth disorder had resolved and the fatigue was resolving. The reporter considered abdominal pain, allergy to metals, blood pressure decreased, dysmenorrhoea, facial pain, fatigue, headache, hypersensitivity, hypoaesthesia, migraine, palpitations, pelvic pain, rash, seizure, tooth disorder, trigeminal neuralgia, urticaria chronic and weight increased to be related to essure. The reporter commented: when she woke up she was advised that they only took one coil - the left tube. The right tube would not take the coil after 2 attempts with 2 different devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, weight gain, nickel allergy". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received: events added from pfs-nickel allergy, dysmenorrhea, metal reactions, migraines, headaches, dental problem, trigeminal myalgia, abdominal pain, facial pain, fatigue, device difficult to remove, rash. Reporter information, lot number, concomitant disease, historical condition, historical drug & concomitant drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5036597). The most recent information was received on 10-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain all over/ pain") and urticaria chronic ("chronic hives") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria chronic (seriousness criterion medically significant), hypoaesthesia ("hands and feet are numb") and weight increased ("gained 80 pounds"). On an unknown date, the patient experienced blood pressure decreased ("blood pressure was 80/40") and palpitations ("heart continued to race"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, urticaria chronic, blood pressure decreased, palpitations, hypoaesthesia and weight increased outcome was unknown. The reporter considered blood pressure decreased, hypoaesthesia, palpitations, pelvic pain, urticaria chronic and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database is possible. No complaint sample was provided for further investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received- case become potentially legal, reporter added, stop date of drug was updated, event pain was recoded to pelvic pain female and device category changed from device other event to incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.